Event description:
N/a.

Manufacturer narrative:
Sensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
5 of 5 reports. Other mfg report numbers: 3013886523-2023-00271, 3013886523-2023-00272, 3013886523-2023-00273, 3013886523-2023-00274. A facility reported that after a successful implantation of cerelink sensors and after around 4 hours after implantation, the icp line shows zero and negative numbers between -10 and -47. They used 4 sensors, a new directlink module and they changed the quadhemo (interface used with draeger monitor). All were implanted correctly (directlink was green). Patient was monitored due to neurotrauma with expectation of high icp.